Event description:
Pt presented to emergency deartment for heart catheterization. Stent placed to rca. Pt having incrased hypotension post-stent. Dopamine given without affect. Levolphed started, swan ganz catheter placed. Echo showed pericardial effusion. Pericardiocentesis done. Pt to operating room for left ventricular repair. By end of case, pt was responsive.